Manufacturer narrative:
Asp investigation: the unit was assessed by an asp field service engineer (fse) who confirmed the customer report. The fse stated that the load which was removed, contained ice and a higher-than-allowable moisture content. The fse reported that the customer did not use personal protective equipment (ppe) when removing the load after the cycle had cancelled. The fse informed the customer staff regarding the use of ppe that is required when removing completed cycle loads (where moisture is present) from the sterilizer. (B)(4), which does not constitute a significant trend. The service and complaint history for the sterrad 100nx serial number (B)(4) was reviewed. This machine does not have a trend of skin contact-h2o2 failures prior to this event. A review of the device history records for this sterrad 100nx sterilizer (serial #(B)(4) released on 1/30/2008) shows that the system met all specifications at the time of release for shipment, and there were no issues related to this failure mode. There were no parts returned for investigation. The shuma was reviewed for the skin contact-h2o2 issue. The shuma's adjusted risk was considered "as low as reasonably practicable" (alarp). Based on the risk and that there is no significant trend, no further action is required.

Event description:
A healthcare worker (hcw) contacted h2o2 when removing a load from a sterrad 100nx completed cycle. The hcw stated the area tingled and felt numb for over a week. She did see a doctor who prescribed neosporin ointment. The hcw was not wearing personal protective equipment. It was reported that the h2o2 was on the top of the tray.

Manufacturer narrative:
Sterrad 100nx user's guide warns: warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and was before re-use.